Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain and crease/folding of implant.

Event description:
Healthcare professional reported "mastodynia on right side" and "on the right side regular prosthetic profiles with some plications, especially on the back and medial sides. Thin periprosthetic fluid flap. Uncertain signs of prosthetic rupture¿ via ultrasound and MRI. Device has been explanted. This record relates to right side.

Event description:
Healthcare professional reported "mastodynia on right side" and "on the right side regular prosthetic profiles with some plications, especially on the back and medial sides. Thin periprosthetic fluid flap. Uncertain signs of prosthetic rupture¿ via ultrasound and MRI. Device has been explanted. This record relates to right side.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "mastodynia" and "regular prosthetic profiles with some plications, especially on the back and medial sides. Thin periprosthetic fluid flap. Uncertain signs of prosthetic rupture¿ via ultrasound and MRI. Device has been explanted.